Event description:
Surgeon's private scrub received an electrical shock while using 10,000 master phaco machine - was preparing it for use on cataract sxdevice not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.